Event description:
It was reported that during a laparoscopic splenectomy procedure, the device was closed down on tissue, fired the first stroke and it was hard to advance knife blade any further. They were unable to open jaws even with the manual knife release button. They could get the knife blade to re-track and the jaws would not open. Harmonic was used to cut out the device. They may have fired across three large clips. Harmonic and clips were used to complete the procedure. The patient was okay. Additional information: this was the first or second firing. This was fired over relatively thin splenic tissue. It was not over a vascular pedicle, but a white reload was chosen. The user(s) have used the device many times, were fully inserviced. The staff is the same as well. The patient was fine and there was no negative outcome. No changes postoperatively were made.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.